Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1258t86 lead implanted: (B)(6) 2013; dtba1d4 crt-d implanted (B)(6) 2014; 5867-3m adapter implanted (B)(6) 2014; 6984m a dapter implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient was pacemaker dependent and experienced periods of oversensing and pacing inhibition associated with their right ventricular (rv) lead. There was mention of lightheadedness but this could be not be correlated with the pacing inhibition. The rv was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.